Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not updating navigation when tracking instruments. The site confirmed the camera saw and was tracking the instruments from the tracking view, but the navigation did not update the images. They determined the navigation setting had been changed to only navigate when the foot pedal was pressed, but the site stated that no one had gone in and changed it. No patient was present. A medtronic representative provided an updated stating "just on one doctors profile". They deleted all the profiles and recreated and the issue seemed resolved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.